Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown. The customer stated that insulin pump received the low battery alert prior to replace battery alert. Troubleshooting was performed for the unexpected battery power loss alarm. Based on customer reports battery cap was neither damaged nor corroded. The insulin pump will not be returned for the analysis.